Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. This pacemaker was explanted and replaced. This pacemaker is not expected to be returned to boston scientific. No additional adverse patient effects were reported.